Manufacturer narrative:
The medical center discarded the impella product at the time of explant and care escalation. No benchtop analysis to the root cause of the ischemia and vessel dissection is possible. No imaging has been shared for investigation. The failure mode will be monitored and trended. A final report can follow should new information be shared by the medical center that leads to definative root cause.

Event description:
The medical team had placed an impella cp for support via the left femoral artery, after removing and escalating from the iabp, for a patient being considered for valvuloplasty. The patient had signs of limb ischemia in the impella limb and had distal perfusion catheter placed to address the issue. The pump remained on for support for 17 hours and was then explanted as support was deemed insufficient and care was escalated to the impella 5.5. At the time of the cp explant the team observed vascular damage and reconstructed the vascular anatomy with a patch.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant and care escalation. No benchtop analysis of the root cause of the ischemia and vessel dissection was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia was most likely patient condition. The failure mode will be monitored and trended.